Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when trying to post-map, it was noticed that the pentaray catheter would not advance into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The bwi representative reported that it appeared that the pentaray catheter splines were "buckling" in on each other and became stuck when trying to insert it into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was believed that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium may have become inverted on itself, after removing the ablation catheter. The procedure was continued without doing a post-map. Additional information received indicated the inversion of the valve did not result in separation of valve from hub from what was visible. There was no damage on the pentaray catheter such as in wires being exposed and it is unknown if there was damage resulted in any lifted or sharp rings. There was resistance with both, introducing and withdrawing it from the sheath. However, the pentaray catheter would not pass through anymore; they could not advance it into the sheath. The introducer that comes with the pentaray catheter was being used. The resistance did not result in high force to move catheter or the catheter slipping out of sheath.

Manufacturer narrative:
On (B)(6)2022 , the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that when trying to post-map, it was noticed that the pentaray catheter would not advance into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The bwi representative reported that it appeared that the pentaray catheter splines were "buckling" in on each other and became stuck when trying to insert it into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was believed that the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium may have become inverted on itself, after removing the ablation catheter. The procedure was continued without doing a post-map. Device evaluation details: on 6-jan-2023, the product investigation was completed. Visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation test was performed, and no issues were observed. A device history record evaluation was performed for finished device number 50000194, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-dec-2022, additional information was received from the customer confirming the heomstatic valve was not dislodged or displaced, but could not tell if it was folded inside.additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. #(B)(4)